Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the lens scratched and the downstream occlusion seal separating. The pump was tested with new batteries and it functioned properly. The reported event was not verified. It was confirmed that the customer was using nearly dead batteries according to log.

Event description:
Additional information received indicated that the pump stopped working a few times during the night for the patient. It displayed a "power failure" message, a " full battery" message, a " low battery" message and lastly it lost power.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had battery failure while in use. The customer could not verify batteries used. No adverse effects reported.